Manufacturer narrative:
Eval is progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, it was reported that the monitor was flickering. The user stated that the device powered up correctly and then failed later into the case. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.